Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No conclusion could be drawn as no device was returned or part number or lot number provided. Placeholder.

Event description:
Patient was implanted with plate and screw construct on an unknown date for a tumor in the femur. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and patient was revised to a lateral entry femoral nail. During the revision surgery, the distal recon targeting sleeve would not line up with the second nail hole. The surgeon did not implant the 2nd screw in the recon hole of the nail. Procedure was completed with no further problems. This is report 3 of 4 for complaint #(B)(4).